Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, there was decreased sensing noted on the right ventricular (rv) lead. Diagnostic imaging was performed and the conductors were noted to be externalized due to insulation abrasion. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a partial lead (only the distal portion) was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies except for procedural damage.